Event description:
It was reported via repair work order that the brakes would not engage to specification due to broken casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.